Event description:
It was reported that the quick bolus/wake button on a pump was difficult to press and often required multiple presses to activate the pump screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller on pressing the button correctly, but the issue persisted, leading to the decision to replace the pump. The customer was informed about the replacement, confirmed their shipping address, and received instructions for returning the faulty pump using a pre-paid label. The customer did not provide information on their backup insulin therapy.